Event description:
The facility representative reported a pump with 3 battery discharges during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the device evaluation was completed and the 3 battery discharges revealed depleted batteries. The depleted (damaged) battery condition resulted in the generation of confirmed failure code 570:320:844:0000 (found in the event history). Service installed new main batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.